Event description:
The facility's hospital representative reported a fail code 12:323. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.